Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined.a review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event(s) of an umbilical hernia, characterized by abdominal distention, swelling and pain, which warranted surgical intervention. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused the event(s). However, the etiology of the umbilical hernia is unknown, as is when the hernia developed. Therefore, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the creation or exacerbation of the patient¿s umbilical hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for a swollen abdomen. The patient was drained and the pd catheter removed. The patient is now on hemodialysis (hd) therapy. The patient remains in the hospital and is recovering. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the outpatient dialysis clinic with left sided abdominal distention and abdominal pain. The patient was sent to the emergency room (ER) for evaluation and radiological studies diagnosed an umbilical hernia and pocketed peritoneal fluid. The pdrn reported it is unknown if the umbilical hernia was present prior to the initiation of pd therapy. The patient was admitted and successfully underwent a left-sided umbilical hernia repair on (B)(6) 2020, in addition to the removal of the patient¿s pd catheter (not a fresenius product). During surgery, fluid was found pocketing in the peritoneal cavity due to the hernia. Therefore, the patient was transitioned to hemodialysis (hd) for a minimum of 30 days, at which point a return to ccpd will be discussed. The patient was discharged on (B)(6) 2020 and will begin outpatient hd therapy on (B)(6) 2020. Per the pdrn, the events were unrelated to a deficiency or malfunction of any fresenius product(s), drug(s) or device(s); however, the pdrn stated pd therapy itself created or worsened the patient¿s umbilical hernia.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.